Manufacturer narrative:
(B)(4). This complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery does not hold a charge. There was no reported adverse pt impact.